Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 90, 378, 500 and 388 mg/dl. Tests were done 10 minutes apart. Pt did not experinece any adverse events. No further info has been reported.